Event description:
It was reported that during a robotic hysterectomy procedure, the device was leaking when a 5mm grasper was inserted. Another device was pulled to complete the case with no patient consequence. The device was discarded.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.